Event description:
During a thoracoscopic wedge resection procedure, the distal satples did not form properly and the instrument was difficult to remove from the application site. The surgeon resected the tissue to remove the device and applied cautery.

Manufacturer narrative:
8/15/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.